Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab catheter was placed and pumped, but blood intrusion was confirmed in the sleeve of the iab catheter during pci. The iab catheter was removed at the end of pci. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded, blood on the exterior of the catheter, and dried blood within the stat gard sleeve. The sheath was returned separately. The returned sheath was not a maquet product. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing approximately 38.1 cm and 39.37 cm from the iab tip. A guidewire was inserted and the inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the statgard sleeve. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).